Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
Removal of metal backed patella and replaced with scorpio cemented resurfaced patella.

Manufacturer narrative:
An event regarding revision surgery involving a scorpio patellar component was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
Removal of metal backed patella and replaced with scorpio cemented resurfaced patella.